Event description:
It was reported that the customer stated that she may have damaged the pump because her blood glucose level kept running high and she cannot correct it with a bolus. Customer stated that she can get it to go down with a pen injection. Customer stated that she bumped it and the safety lock on the belt clip was breaking. Customer's blood glucose level was 500 mg/dl. Customer stated that she had a back-up plan and has treated for high blood glucose levels with a bolus. Customer does not want to troubleshoot. Customer just wants her pump replaced. Pump settings were reviewed and found to be correct. Customer's alarm history and bolus history were checked. A low reservoir alarm and low battery alarm were found. Bolus history appears normal. Customer wants her pump to be replaced because she does not feel safe. Customer stated that she has done 4 or 5 set changes and it does not appear to have any bent or occluded cannulas. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).